Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported low blood glucose symptoms with result of 14 mg/dl obtained on the mobile system. She consumed sugar, cake, and coca-cola; 10 minutes later the customer tested 71 mg/dl on the mobile system. No adverse event related to the device was reported. Requested return of suspect device.